Event description:
From clinical trial study organizer: it was reported that the device was implanted in pt for administration of clinical trial drug on (B)(6) 2012. According to report, on (B)(6) 2012 examination of the sys showed that the catheter portion of the device was not visible within the intrathecal space. The sys was surgically explanted on (B)(6) 2012 and a new sys was implanted. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.